Manufacturer narrative:
Investigation results: the complaint of tip adhesion and that the safety mechanism was not working properly could not be confirmed from the condition of the returned sample. One needle from a 24g insyte autoguard unit was provided for investigation without the IV catheter. The needle was received fully retracted. A visual observation revealed no manufacturing defects that would have contributed to the reported issue. A functional test showed that the safety mechanism and needle retraction worked without problems. It is unknown if the catheter was loosened from the needle prior to insertion as noted in IFU. The tip adhesion may have contributed to the improper retraction. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard bc needle did not retract. The following information was provided by the initial reporter: 24-gauge needles safety not working properly. After inserting the IV, the safety button didn't work, and the needle stayed inside the catheter. I withdrew the needle, and it seemed to "grab" the catheter and almost dislodged the newly placed IV. Event date: 2/14/2025. Was there injury? No. On (B)(6) 2025: when the safety white button was pressed, it did not retract at all. The needle was then manually pulled back which felt like it was pulling on the inside of the catheter or adhering to the inside. After the needle was completely removed from the catheter, then the button was pressed several additional times, and with a lot of force it finally activated and retracted the needle.